Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8026709, medical device expiration date: 2023-01-31, device manufacture date: 2018-03-02. Medical device lot #: 8047652, medical device expiration date: 2023-01-31, device manufacture date: 2018-03-15. Medical device lot #: 8057668, medical device expiration date: 2023-02-28, device manufacture date: 2018-04-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with cracked syringe.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with cracked syringe.

Manufacturer narrative:
Investigation summary: five photos received that show barrel scratches and cracks - same as described by customer. Defects confirmed. Device history record review showed no rejected inspections or quality issues during the production of the three provided lot number(s) that could have contributed to the reported defect. Investigation conclusion: it is possible that product jams occurred during processing. Product jams are typically associated with incorrect process setup or natural product misalignment. Production controls are in place to address product jams when they occur. This situation was most likely isolated to one of the three lots involved with the complaint. Root cause description: the potential root cause for the barrel scratches and cracks is associated with the assembly or packaging process. Rationale: no corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.